Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits signs of slight melting, minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 112,522 joules of use and 30 minutes, fiber life excess message and does not restart was noted. The fiber was exchanged and the second fiber exhibited same issue at 43,830 joules and 5:46 minutes. The fiber tips (caps) of both fibers were cleaned during the procedure. The fiber was exchanged and the procedure was completed by using a third fiber. Patient outcome: "no injury to the patient" reported. This report is for first fiber.